Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the caller (hcp) stated that the patient pump was filled on friday ((B)(6) 2026) and they had a low reservoir alarm triggered. The patient pump was filled and the patient got home and was still hearing an alarm. The caller (hcp) looked at the telemetry report and the patient had an MRI recently so there was a motor stall / recovery posted. The technical support services (tss ) reviewed concurrent alarm and connected the caller (hcp) to health care information technician (hcit) to update tablet software.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the motor stall resolved and it happened during an MRI. They also needed a software updated. Issue is resolved.